Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. No anomalies were noted to the target coil during the initial procedure and a number of non-stryker devices were also used during the initial procedure. A device related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, device labeling and/or risk documentation files. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that 6 months post stent-assisted coil embolization of the right middle cerebral artery bifurcation aneurysm, moderate coil compaction occurred. Re-intervention for residual filling of the target aneurysm was necessary. The procedure was resolved without residual effects. The physician opinion is that the adverse event is related to the procedure and to the coils (one target coil and several non-stryker coils).

Manufacturer narrative:
The subject device was implanted.

Event description:
It was reported that 6 months post stent-assisted coil embolization of the right middle cerebral artery bifurcation aneurysm, moderate coil compaction occurred. Re-intervention for residual filling of the target aneurysm was necessary. The procedure was resolved without residual effects. The physician opinion is that the adverse event is related to the procedure and to the coils (one target coil and several non-stryker coils).